Event description:
It is reported that the plastic broke when impacting the femoral component.

Manufacturer narrative:
Evaluation: as returned, the impactor head exhibits a crack at the bottom of the device that follows along the edge of the retaining tab. The crack/fracture is likely due to excessive impaction force or improper alignment during impaction. Device history records indicate all components were manufactured and inspected to specification. (B) (4). Total number of events: 85. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. See scanned pages.